Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) reporting that the patient with this implantable pacemaker alleged feeling anaerobic while swimming. The hcp suspected the issue was due to the minute ventilation (mv)/respiratory sensor feature and requested troubleshooting assistance. Ts discussed programming optimization options with the hcp. At this time, the pacemaker remains in service. No adverse patient effects were reported.